Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found the first distal strut lifted from the crimped stent profile position. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issue with the hypotube profile. A visual and tactile examination found no issue with the shaft polymer extrusion profile. The bi-component bond showed no signs of damage or strain. The bumper tip of the device showed no signs of damage. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4)

Event description:
It was reported that stent damage occurred. The target lesion was located in the left main coronary artery (lmca) extending to the left anterior descending artery (lad) down to the left circumflex artery (lcx). A 2.75x20mm promus element drug eluting stent was advanced but failed to cross the lesion. After few attempts, the stent struts was noted to be deformed. The procedure was completed with a 2.75x18mm non-bsc stent. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the left main coronary artery (lmca) extending to the left anterior descending artery (lad) down to the left circumflex artery (lcx). A 2.75x20mm promus element drug eluting stent was advanced but failed to cross the lesion. After few attempts, the stent struts was noted to be deformed. The procedure was completed with a 2.75x18mm non-bsc stent. No patient complications were reported and the patient's status was stable.